Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified mid left anterior descending artery. Following pre-dilatation, a 2.75 x 24mm promus element drug-eluting stent was advanced but failed to cross the lesion. After removal of the stent, pre-dilatation of the vessel was performed again with the balloon; however, the stent struts were slightly lifted up and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified mid left anterior descending artery. Following pre-dilatation, a 2.75x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. After removal of the stent, pre-dilatation of the vessel was performed again with the balloon; however, the stent struts were slightly lifted up and could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.